Manufacturer narrative:
There is no known patient involvement. The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for multiple types of bacteria. This issue was discovered during maintenance, so there is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for multiple types of bacteria. This issue was discovered during maintenance, so there is no known patient involvement.

Manufacturer narrative:
This report is meant to replace a prior report (follow-up #1) that was submitted on january 29, 2016. We are replacing follow-up #1 because it was discovered that the alert date was incorrect. In follow-up #1, the date that the retrospective review identified the missing information ((B)(4) 2016) was used as the alert date. The correct alert date is (B)(4) 2016, which is the date that the DHR review was completed. With this correction to the alert date, the supplement should now read as follows. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t tested positive for multiple types of bacteria. This issue was discovered during maintenance, so there is no known patient involvement. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for multiple types of bacteria. This issue was discovered during maintenance, so there is no known patient involvement. A sorin group field service representative was dispatched to the facility to inspect the contaminated device. The inspection of the outer and inner parts of the sorin heater-cooler system revealed residuals and biofilm in several locations including the patient and cardioplegia tanks and the pumps. Based on the obvious biofilm found in the water circuits of the inspected device, sorin group (B)(4) has concluded that the users have not strictly followed the cleaning and disinfection instructions according to the current IFU. The customer has now performed disinfection of the heater-cooler according to the current IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure. Inspected on site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for multiple types of bacteria. This issue was discovered during maintenance, so there is no known patient involvement. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. On (B)(6) 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch report.